Manufacturer narrative:
Pr (B)(4), initial emdr submission. Device problem code: a0401. Patient problem code: f26. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed, as no batch number was provided. Based on the available information, we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Description of the problem (what / why): immediately after the implantation. The staff noticed, that the valve was broken when trying to connect the drainage bag. It was not possible to connect the bag to the valve. The bag was pushed away. How often did the defect occur? Ones. Medical intervention (other than first aid)? Not required. Needle stick/probe stick? Not required. Other measures taken? Yes. Safety problem? No. Problem solved? Yes. How was the problem resolved? Additional information: they opened a new catheter set and the doctor changed the valve. They put on a peang when they changed the valve photo / sample available? No. Safety valve broken, damaged , or defective? Broken. Safety clamp open if valve broken, damaged? No information, not applicable. Safety valve lug broken, damaged? No specification, not applicable. Locking tab broken, damaged? No indication, not applicable. Leakage? No indication, not applicable. Successful drainage? Yes. Contact with blood, body fluids? No indication, not applicable. Change in course of treatment, due to event? No indication , not applicable. Time spent in catheter? Not known. Where is the catheter located: in the abdomen or chest? Not known. Connected device (pleurx/peritx/brand): 50-7050. Procedure performed by? Doctor. Performed in? Hospital. Additional information: none, not relevant.